Event description:
Pt reported obtaining a blood glucose result of 262 mg/dl on the advantage system. Pt stated that blood glucose was immediately retested on a nurse's device with a result of 130 mg/dl. Pt noted that these values were estimates as she could not recall of 130 mg/dl. Pt noted that these values were estimates as she could not recall exact values. Pt did not modify therapy based on the value obtained on the advantage system. No associated injury was reported. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.